Event description:
(B)(4). Our insurance covered essure. I had it placed in (B)(6) 2014, begain having pelvic pain shortly after. Hsg test in (B)(6) 2014 showed complete blockage. Continued to have pelvic pain and bloating. Then in (B)(6) 2015 I took a positive pregnancy test. Our child was born (B)(6) 2016, healthy. I had laparoscopic removal of my fallopian tubes and essure implants on (B)(6) 2016. At that time they found that one of the essure coils had migrated and perforated through my uterus.